Event description:
11/15 - pt to receive an insulin infusion - pt's condition deteriorated - to ICU, blood sugar increased to 404. Pump was pumping - volume totaling - no insulin infusing, pump did not alarm. 11/16 - blood sugar progressively increasing through day. Amt in buotrol did not correspond with amt that should have infused--pt did not receive insulin as ordered.